Manufacturer narrative:
The complaint investigation for falsely depressed architect estradiol results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. Device history record review for lot 40251ud01 did not identify any non-conformances or deviations. In-house accuracy testing was completed with complaint lot number 40251ud01. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency with the architect estradiol assay for lot 40251ud01 was identified. All available patient information was included. Additional patient details are not available. Corrected information is section d4 - expiration date, h4 - device mfg date

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identification: sid (B)(6). Initial reporter phone number: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed estradiol result generated on the architect i2000sr processing module for one sample. The patient was in the reproductive medicine department and was currently undergoing hormone therapy. Additionally, it was mentioned the patient was taking femoston to supplement estradiol. Customer reference range, estradiol: female: follicular phase: 21-251; ovulatory phase: 38-649; luteal phase: 21-312; women in postmenopausal period without hormone replacement therapy: <10-28; women in postmenopausal period receiving hormone replacement therapy: <10-144. On (B)(6) 2022 sid: (B)(4) initial estradiol result = 19 pg/ml. On (B)(6) 2022 repeat estradiol result = 1106 pg/ml no impact to patient management was reported.